Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. H3 other text : see section h.10.

Event description:
It has been reported that the unspecified bd¿ containment tube has been found experiencing four occurrences of erroneous results after use. The following has been provided by the initial reporter: material no. Unknown, batch no. Unknown. -it is reported customer experienced false high level potassium results. Facility has experienced high potassium alerts 4 times all patients were sent to ER due to the high alert, no patient identifiers, no results available. Test was redrawn and rerun at ER with normal readings. They have since switched to greiner without issue. Customer confirmed lot numbers are not known therefore no samples are available. She did not have a product number on hand but identified the vacutainer as a lithium heparin.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the unspecified bd¿ containment tube has been found experiencing four occurrences of erroneous results after use. The following has been provided by the initial reporter: material no. Unknown. Batch no. Unknown. It is reported customer experienced false high level potassium results. Facility has experienced high potassium alerts 4 times all patients were sent to ER due to the high alert, no patient identifiers, no results available. Test was redrawn and rerun at ER with normal readings. They have since switched to greiner without issue. Customer confirmed lot numbers are not known therefore no samples are available. She did not have a product number on hand but identified the vacutainer as a lithium heparin.